Manufacturer narrative:
This report is submitted september 12, 2019. (B)(4).

Manufacturer narrative:
This report is submitted on june 07, 2017.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
It was reported that the patient's device was explanted on (B)(6) 2017, and the patient was reimplanted with a new device during the same surgery. This report is submitted on august 08, 2017.